Event description:
The report stated that after calibrating the generator and set at the 2 bar level, a device was used for a bowel resection. As they used the ligasure handpiece to cross the mesentery on the 4th seal they rec'd an end tone indicating a completed seal. But after opening the jaws, a small artery (1.5 mm) was bleeding. They increased to 3 bars and it was better. However, after about 10 good seals they had another bleeder. In the mesentery of a small vessel again after an end tone. They reported there was no tissue damage or pt injury.

Manufacturer narrative:
The site has indicated the incident device will not be returned. If the sample is rec'd or if add'l info pertinent to the incident is obtained, a f/u report will be submitted. See scanned pages.